Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead 39565-65 surgical lead was explanted. Additional information was received from the manufacturer representative (rep). It was reported that the rep noted impedance issues with the patient¿s 39565-65 lead when they were replacing the ins. The surgeon and patient agreed that if they arose intraoperatively that they would replace the lead for MRI compatibility. No direct cause was determined. The lead was replaced. The issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: va022ad029, ubd: 14-aug-2016, (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the ins replacement was prophylactic. The surgeon and patient both thought that there was a benefit to be had by updating the device. The impedance values were as follows: 0: - ,1: 870, 2: 1010, 3: 1020, 4: 40000, 5: 880, 6: 850, 7: 970, 8: 37230, 9: 1000, 10: 22940, 11: 39010, 12: 1080, 13: 39210, 14: 970, 15: 1020.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.